Event description:
It was reported that a malfunction occurred on the customer's pump, identified by malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.